Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat; 81-4405r, lot; 0avmpe; 871316,81-4405r, scorpio nrg ps femoral #5 right. Cat; 7115-0005, lot; mermpr, 695077, 7115-0005, series 7000 standard tibia. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised after patient complaint of pain. Rep was not present in the procedure until the latter half. No intra-operative findings or other pre-operative diagnoses were reported to the rep. The patient's entire knee construct (femoral component, tibial baseplate, nrg insert) were revised to a triathlon cs knee construct with stems. Rep provided pictures of explants, and reported that no further information will be released by the hospital or surgeon.